Event description:
It was reported call that they experienced high blood glucose. The customer¿s blood glucose level was 30 mmol/l at the time of incident. The current blood glucose was 13.4mmol/l. Troubleshooting was performed. The customer did not provided any information about the symptoms due to high blood glucose. Customer performed ketone test and it was positive. It was unknown that the insulin pump was on auto mode at the time of incident or not. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.